Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis of the catheter revealed a dark residue occlusion in the dispensing holes. It was noted that, as received, the catheter was not attached to the pump.

Event description:
It was reported that, during a pump replacement, a catheter occlusion was identified, as there was no flow from the catheter. The occlusion was in the distal segment, as it appeared clogged. The catheter was replaced. No additional actions or interventions were taken. It was unknown if any patient symptoms or complications were associated with this event. As far as the reporter knew, the patient was receiving effective therapy following the replacement. However, the reporter had not had contact with the patient or doctor since the replacement. The device system was used to deliver morphine. The cause of the event, patient symptoms, troubleshooting/diagnostics, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.